Event description:
The pt was implanted with a synchromed pump in 1997 for intrathecal infusion of pain medications to treat non-malignant pain/failed surgery syndrome. The hcp performed an x-ray rotor test after he suspected that the pump may not be infusing medication. The x-ray rotor test showed the rotor had stopped and the pump was explanted in 1999. The device was returned to the MFR for analysis. Another synchromed pump was implanted in 1999.